Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 557 mg/dl. Customer stated that the pump lost power shortly afterwards. Customer put in a new battery in the pump and still had a motor error. Customer did not treat for high blood glucose yet. Customer stated that she changed out her set and reservoir earlier today along with her battery. Customer stated that they are able to rewind the pump. Customer stated that the alarm occurred during basal delivery. Customer stated that the pump displayed no reservoir. Customer stated that the alarm has not occurred more than once in the last 30 days. Customer stated that the pump passed the self test. Customer was advised that the alarm may have been related to a site issue. Customer was advised to change out the entire infusion set. Customer was advised to monitor the pump. Customer's blood glucose was 483 mg/dl during troubleshooting.